Event description:
It was reported that the patient underwent a total knee arthroplasty procedure utilizing zimmer patient specific instruments guides. Guide fit as expected. After cutting the surgeon noticed a notch of approximately 5mm in the anterior cut for the femur. A 15 minute delay in surgery time was reported. No harm or injury to the patient reported.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. The pre-operative plan was reviewed and approved by the physician. The received information indicates the angel wing was not used to verify absence of notching as indicated int he surgical technique. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.